Event description:
Philips received a complaint on the heartstart xl+ device indicating that the therapy connector is loose. The device was evaluated by a philips rse. The rse had the customer remove and reconnect the therapy connector and the device passed all testing. The device remains at the customer site, and no further evaluation is warranted at this time.